Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle mechanism did not retract as intended after activation.

Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found to be exposed at the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract to indicate that the hard cannula was improperly installed. Blood was found on the adhesive pad and was reported by the customer. The exposed needle would have resulted in bleeding and or bruising to occur at the infusion site. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.